Event description:
Reportedly, atrial and ventricular lead impedance measurements were out of range (high) for the period: (B)(6) 2018 to (B)(6) 2018 (33 days). Patient states that was not in contact with any emi sources and did not undergo to any medical procedures. Other lead impedance measurements were in normal range.

Event description:
Reportedly, atrial and ventricular lead impedance measurements were out of range (high) for the period: 5 jan 2018 to 7 feb 2018 (33 days). Patient states that was not in contact with any emi sources and did not undergo to any medical procedures. Other lead impedance measurements were in normal range.